Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for hemostasis during a colonoscopy procedure performed on an unknown date. During the procedure, the physician passed the clip down the scope and grabbed the tissue. During the deployment, the catheter dangled on the clip and would not release. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.